Event description:
During a therapeutic dilatation of the nephrostomy tract, the sheath could not be advanced over the balloon causing the balloon to be pushed through the kidney. Extravasation resulted and the procedure was stopped. The balloon was deflated somewhat, but the sheath could still not be advanced. At a later date, a second pcnl procedure was performed successfully.